Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant wasn¿t holding a charge and they had to charge for 6-8 hours. There were no environmental or patient factors that were noted to have contributed to the issue. An impedance check showed all electrodes were within normal range. The patient had the implant replaced to resolve the issue with the battery and the issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.